Event description:
It was reported that during central processing, the customer alleged that "the plastic at the second joint on the insulated wire is defective" on the fenestrated bipolar forceps instrument. The procedure was completed with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and the visual inspection was performed and the instrument was found to have mechanical indentations on the bipolar yaw pulley. The damage is observed near the silicone potting sealing where the wire entrance to the yaw pulley is located. No material appears to be missing. Electric continuity test was performed and passed.

Event description:
Refer to h10/h11 for follow-up information.